Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the caller acknowledged.